Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b26270 my model number is ess305 if you know it. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Immediate pain in the right fallopian tube, constant dull/or sharp pain on the right side, abdominal swelling, weight gain, tiredness/exhaustion, excessive hair loss, chronic migraines, irregular menses, severe cramping, joint pain. I have been seen by 4 of doctors. I have been diagnosed with the following conditions: hashimoto's (thyroid function has quit within the last 18 months , joint pain- significant worsening in last 12 months, chronic migraines- prescribed topamax to control chronic migraines which began increasing in intensity over the last 12 months. The device is still inside of me as of this date (B)(6) 2015.